Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the l602 inductor on the bedside board was damaged and knocked loose from the bedside pca. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.